Event description:
Introducer sheath broke apart when physician was trying to use. No adverse event reported at time of complaint.

Manufacturer narrative:
Eval summary: the sample has not been received for eval and investigation, although it was reported as available. The info contained herein is based on the info provided by the initial reporter. The report stated that the catheter sheath broke apart while attempting to use. No adverse event occurred. When the sample has been received and evaluated, the results will be provided in a follow-up report. It was noted that the lot number 572034 reported was used in 2008, but had an expiration date of 12/2007. The device history record for lot 572034 was reviewed, and all mfg operations were found to be within spec. The lot history was reviewed and ths is the only complaint of a sheath issue for lot 572034. In addition, retain samples from lot 572034 are being evaluated and the results will be provided in the follow-up report. This report is still under investigation.